Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visually the device remains fully assembled. The distal tip of the anchor is broken but remains held in place by the suture. There is some tissue debris on the tip of the anchor and the inserter shaft, indicating that the device was used. This type of failure where the distal tip of the anchor is broken has historically been attributed to user technique. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device broken when it was being introduced into patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.